Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. Review of the software flags was completed and consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Per review of the treatment event indicates the impedance at the time of the treatment was 97ohms which is within the normal range. The electrode belt appropriately deployed gel prior to the treatment. There was no indication of device malfunction contributing to the reported burn. Device manufacture date: monitor, sn: (B)(4), belt sn: (B)(4).

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The patient reportedly sustained a burn after being appropriately treated. The patient received an appropriate treatment shock during vf. The post shock rhythm was sinus rhythm at 90 bpm. The patient went to a medical facility following the treatment event to receive an ICD. While in the hospital, the burn was reported to have been treated. Follow up was completed and the burn was improved. Per the downloaded software flags, the device properly deployed gel. The impedance reading was noted to be 97 ohms, which is considered within normal limits. There is no indication of a device malfunction contributing to the reported burn.